Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, g4, h6, h11. MDR section codes updated/corrected: b. The reason for the shoulder revision from anatomic to reverse tsa is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-60-01 - stemless humeral comp laser cage, size 1: a312520, 310-62-47 - stemless humeral head 47mm x 15mm x beta: 6534688, 314-23-13 - laser cage glenoid medium, beta: a169973, 319-01-32 - steinmann pin sterile 3.2mm x 178mm: a454618, 321-52-09 - 3.2mm k-wire, trocar tip: a589092. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial primary total shoulder replacement on the left side. Subsequently, the patient experienced subscapularis failure. As a result, approximately two years post-surgery, the patient underwent a revision and was revised to competitor's products. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.